Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event. Therefore; is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that automate tool broke during use while in patient's mouth. No injury occurred.

Manufacturer narrative:
Returned product was 1 automate iii handle and 1 flexshaft date coded 0721 (manufactured july 2021) with weld failure causing the tip or burr component to be removed from the flexshaft assembly thus causing the product to not function properly. A CAPA has been opened to address weld failures for product manufactured by sarasota since december 2020 (date code 1220). DHR review/retain evaluation cannot be conducted without batch information. Complaint is considered substantiated.